Event description:
It was reported, the evis exera iii gastrointestinal videoscope was incorrectly reprocessed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields:b5, d8, h3, h4. Correction: g2 (foreign was inadvertently selected on initial mw and should have been blank). Correction to h6 "component code" of the initial report, "4755-part/component/sub-assembly term not applicable" is being corrected to "841-imager". The device was returned to olympus for inspection, and the reportable malfunction was confirmed, however, since the event was not a reproducible event, it was not possible to confirm the reproduction of the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff and there was a difference in perception of device handling and reprocessing steps between the olympus recommendations and the facility. However, a definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope was incorrectly reprocessed as formalin was used in the processing machine instead of alcohol. There were no reports of patient harm.